Event description:
It was reported that a patient, underwent a procedure with a preface sheath, and after cavotricuspid ishmus block line was created, the valve of the preface sheath came off with the smarttouch catheter when it was removed from the patient's body. The event occurred just before finishing the procedure. The procedure was completed without patient consequence. This event is being reported because there is potential for significant bleeding that might required medical intervention to prevent serious injury or death. The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA.

Manufacturer narrative:
The device has been disposed by the customer. (B)(4).

Manufacturer narrative:
A) as initially stated and reported by the customer, the product was discarded. However, the product was indeed received and analysis was able to be performed. B) (B)(4) it was reported that a patient, underwent a procedure with a preface sheath, and after cavotricuspid ishmus block line was created, the valve of the preface sheath came off with the smarttouch catheter when it was removed from the patient's body. The event occurred just before finishing the procedure. The procedure was completed without patient consequence. This event is being reported because there is potential for significant bleeding that might required medical intervention to prevent serious injury or death. The bwi failure analysis lab received the device for evaluation and it was noticed that the brim cap was no longer attached to the molded hub. Both were returned by the customer. Per the reported event, a dimensional testing was performed over the molded hub and the cap and both were within specifications. Furthermore, a microscopic analysis was carried out and no flash was observed on the cap and molded hub. The cap was then manually assembled in the molded hub and the two parts fit properly. Afterwards, a lab sample vessel dilator and smart touch catheter were introduced into the sheath and no detachment occurred. Finally, a dimensional testing was performed on the ensemble and found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was confirmed however, the root cause of the cap detachment remains unknown since sheath passed specifications.